Event description:
It was reported that the generator on the 2800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were re-seated and the video cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)